Manufacturer narrative:
(B)(4). The rns system remains implanted and programmed for use.

Event description:
Following initial rns system placement on (B)(6) 2020, the patient experienced an epidural hematoma resulting in unilateral right-sided weakness. Treatment included surgical evacuation of the blood clot and suturing of the sagging dura to the skull. The rns system remains implanted. Additional details not provided by the treating center.